Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Post-paced t-wave oversensing on ventricular lead was observed. The oversensing was noted on a stored egm. Reprogramming the device sensitivity setting was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via review of stored electrograms. The cause of the noise was due to electromagnetic interference. The device was normal and passed all tests when tested using automated test equipment.